Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously high creatinine (cre3) results generated by the synchron cx9 alx instrument. Per customer, several erroneously high cre3 results were reported out of the lab. All results were higher than the reference range. The samples were re-tested and repeated cre3 results were within the reference range and amended reports were issued. The actual cre3 results were not supplied. The customer has not received any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Prior to the event, the cre3 cup was calibrated. Qc results were within the lab's established ranges. The sample information was not supplied. A field service engineer (fse) was dispatched: the fse inspected the instrument and replaced several hardware components. As of 2008, there have been no further occurrences of erratic results being produced by the instrument. Although the fse made several hardware repairs, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.